Event description:
Light was not working properly.

Manufacturer narrative:
Light was not functioning due to a burnt connector between the head and spring arm. The connector may not have been crimped properly at supplier facility. Problem is due to supplier non-conformance. No injuries or adverse events occurred. Light would not turn on and was the reason for the product malfunction. Incident is isolated and has not been seen in the field previously. Will continue to investigate through complaints and repair trending.